Event description:
It was reported that one month ago, the pt started to hear some noise occasionally which became more and more often afterwards. Since one week, he cannot hear anything with his device. Replacing the speech processor as well as other components didn't improve. Testing shows that the device has malfunctioned. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.